Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the same "catheter track" was used when replacing the patient's catheter in (B)(6) 2012. Following replacement, the patient experienced a cerebral spinal fluid (csf) leak. The patient had a surgical procedure on (B)(6) 2013 to see if the csf leak had resolved which it had. There were no further issues. The pump was being used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the cerebrospinal fluid (csf) leak was at the spine. The patient did not h ave anything device replaced that day. The procedure had been to correct the csf leak, but it had resolved. No other troubleshooting had occurred. The reporter believed that the patient was receiving effective therapy.